Event description:
The sales rep reported during a rotator cuff procedure, the customer's expressew ii was not working. They swapped it out with another like device and the surgeon completed the procedure with no patient consequences. The sales rep could not provide any further details as to how the complaint device was not working.

Manufacturer narrative:
The complaint device was received and evaluated by the quality and r&d engineering groups on (B)(4) 2008. The device functioned normally during testing, no functional problems were found. However, closer inspection revealed that a portion of the jaw pin was missing from the distal end of the device. The pin had apparently fractured medially, within the jaw pin hole, however, only one half of the jaw pin came out. The other portion of the pin is still in the pin hole. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Excessive mechanical force was likely the preceptor of the reported failure mode. Therefore, based on complaint rate and customer impact, we believe this to be an anomaly that is likely user technique driven. However, we feel that this type of issue could have only happened while in use, and use would have taken place in the body. It is very likely that if this is so, the fragment would most certainly have fallen in the body. The user facility is completely unaware of the broken pin issue having happened, and subsequently has no knowledge of where or how this would have happened. It is also possible that if the fragment did fall into the body it could have been unknowingly suctioned out. At this point in time this MDR is being filed to document the event. No further action is warranted at this time, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.